Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels in the 600s mg/dl. The patient stated that she felt tired / fatigued but was not experiencing any other symptoms of hyperglycemia. The patient reported that blood glucose levels were fine all day on (B)(6) 2012. The patient reported going to her health care provider (hcp) on (B)(6) 2012 with a blood glucose of 600+ mg/dl and the hcp felt that the pump was not delivering. The pump alarm history was reviewed with the patient and found that the pump had alarmed for an empty cartridge at 12:45 pm. The patient reported that she changed the cartridge and confirmed that the cartridge was empty but may have accidently put an empty cartridge in the pump. The total daily dose history was reviewed and showed that the basal and bolus were delivering. Customer support advised the patient to try changing out the infusion site as the site was changed on (B)(6) 2012 and if the site was bad it could be contributing. The patient reported using a backup treatment plan since seeing her hcp and her blood glucose levels were in the 400s mg/dl and the blood glucose at the time of the call was 479 mg/dl. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.